Event description:
Staff found what appears could be moldy gloves inside a size medium box of nitrile exam gloves in a patient room. Manufacturer response for gloves, nitrile exam gloves size medium (per site reporter) unknown, event happened today.